Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient underwent a fusion procedure using rhbmp-2/acs on (B)(6) 2013. Surgeon performed a posterior cervical fusion from c5 to c6 and c6 to c7, using bmp2 and local autogenous bone. Following the surgery, patient developed inflammation, constant and chronic pain in his neck, problems swallowing, pain in his arms. Patient has been unable to work since his surgery and lost income as a result. Patient continues to suffer from disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2013: patient presented with pre-op diagnosis of: pseudarthrosis c5-c6 and c6-c7 status post anterior cervical discectomy and fusion, c5-c6 and c6-c7, with neck pain. For which patient underwent: posterior cervical fusion, c5-c6 and c6-c7 (2 levels); posterior segmental instrumentation c5, c6 and c7; use of local autogenous bone graft and bone morphogenic protein; application and removal of mayfield skull tongs. Per op notes, posterior fusion was accomplished by removing the bone dorsally over the posterior elements of c5, c6 and c7. The bone that was harvested was essentially burred off and then saved in a cup. Bone morphogenic protein was reconstituted and allowed to cure in a collagen sponge for 15 minutes. An extra small bone morphogenic protein was utilized. Having decorticated the bone at this point, the bone morphogenic protein was cut into several small pieces. 1/8 of an extra sponge was placed inside of each of the facets joints and then the other half of the sponge was utilized over the posterior elements of c5, c6 and c7 on the left hand side. The local autogenous bone was then placed on top of the facet joints and bone morphogenic protein to complete the posterior fusion of c5, c6 and c7. Hemostasis was excellent. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.